Manufacturer narrative:
The customer refused to provide requested information for further investigation of this event. A root cause could not be identified with the information provided. No adverse events have been reported.

Event description:
The field application specialist reported the customer received a questionable hcg+b result on their cobas e601 (serial number (B)(4)). The customer provided data for one patient with a discrepant result reported outside the laboratory. The repeat testing was performed on the same e601 analyzer. The patient's initial result was 0.224 miu/ml. The repeat result was 4673 miu/ml. The repeat result was deemed to be correct and was issued as a corrected report. There were no adverse affects to the patient as a result of this event. The customer declined a service visit.